Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and migration.

Event description:
Patient reported, "leaking and hard mass. Painful leaking into my lymphatic system, now under my arm". This record is for the right side. Device remains implanted.